Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated exudate accumulation was confirmed in the surgical wounds on the back and abdomen, and not around the heart. The type of fluid was not identified.

Manufacturer narrative:
Concomitant products: product ID: 8781, lot#: hg46w3a07, implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 31-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider via a distributor regarding a patient who was receiving gabalon (concentration unknown) at a daily dose rate of 35 mcg via an implantable pump for spastic paraplegia. It was reported that the date of implant was (B)(6) 2021. On (B)(6) 2021, it was indicated that pericardial effusion was confirmed on the patient¿s back and abdominal operative wound. An open operation was to be performed on (B)(6) 2021 to check, so the doctor requested to prepare an accessory kit, and provide a set of products just in case if possible. It was noted that no ae report was requested because it was confirmed that there was no causal relationship with intrathecal baclofen therapy. Regarding causality, the issue was further noted as not related to the drug or device (pump, catheter, or programmer). It was unknown if the issue was related to surgical procedure. It was further noted as having been unknown whether the pericardial effusion in the abdomen was cerebral spinal fluid. Additional information was received from a foreign healthcare provider via a distributor on 2021-oct-28. Surgery was performed as planned on (B)(6) 2021. Purse string suturing confirmation and cleaning only was indicated. No device was replaced. Regarding the patient¿s subsequent condition, it was indicated that there was no problem with the patient.